Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 75mm aaa. It was reported the patient presented emergently complaining of abdominal pain, and the patient was transported to another facility where CT showed a large type ia endoleak with no evidence of rupture and vitals were reportedly stable. It was reported intervention was performed intervention was performed 9 days later, where an etcf3232c49ej was additionally implanted to extend on the proximal end and banding directly under ra by laparotomy was performed. It was reported the endoleak did not disappear and the procedure was completed after two additional bandings. Per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.